Event description:
It was reported during the inspection of the returned loner instruments from the demonstration, it was found that the nuts of connector adaptors are hard to move because the threads have deformed.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the customer reported event of the trio connector adaptor locking nut was confirmed to be jammed via a functional evaluation of the returned device. The returned device was attempted to be disassembled but could not be because the locking nut was jammed. A material analysis was performed in a similar investigation and it was determined that galling was the cause of the seizure of the locking screw. Conclusion: the root cause of the reported event was determined to be galling between the locking nut and the connector head.

Event description:
It was reported during the inspection of the returned loner instruments from the demonstration, it was found that the nuts of connector adaptors are hard to move because the threads have deformed.